Event description:
Additional information was received that clarified "give wire" to be the physician did not advance the guidewire at the right time once the nose cone got above the waist of the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 29-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into the patient's native annulus, the device was inspected prior to use and a pre-dilation was performed due to the patient's bicuspid aortic valve. The valve was deployed. However, during removal of the delivery catheter system (dcs) a dislodgement occurred. The physician centralized the nose cone by slightly retracting the guidewire, but did not proceed to "give wire" once the nose cone got above the waist of the valve. The nose cone caught the outflow tab on the inner curve, causing the valve to dislodge. No regurgitation or gradients occurred as a result of the dislodgement. Training guidance for slow deployment of the valve was followed. The dcs was not twisted or torqued at any point during deployment. No procedural delay occurred. No adverse patient effects were reported.